Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material inside the air/water tube and the plastic distal end cover had burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. However, the likely cause of the reported event is due to the foreign material could not be removed properly reprocessed due to leakage from insertion section. Additionally, the cause of the burnt distal end could not be conclusively determined. The events can be detected/prevented by following the instructions for use (IFU) sections: -inspection of the endoscopic system. The user can reduce/detect the event by handling in accordance with the following IFU. -leakage testing of the endoscope. Suggested event 2: the user can detect the event by handling the device in accordance with the following IFU. -inspection of the endoscope. The user can possibly reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. -using endo therapy accessories. Olympus will continue to monitor field performance for this device.